Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. The instructions for use and patient manual include a warning to keep a spare back up controller available at all times and outlines that if there is a controller failure, the controller should be switched to the back-up controller. The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported by the vad coordinator that the backup controller wouldn't recognize the data cable and couldn't make the changes required. The patient's controller needed to be updated as the vad coordinator made changes to the primary controller. The controller was tested on the motor fixture and it ran perfectly. Also, tested the data cable and monitor on a different controller and they worked fine. It appears that the data port must be the issue. There was no obvious damage or dirt seen on the pins. The controller was changed and a new backup controller was programmed as per the patient's active controller. No consequence to the patient. Investigation is ongoing.

Manufacturer narrative:
Updated sections: MFR. Contact info, date received by MFR., type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes. One controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via functional testing. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to an inability to communicate with a monitor or recognize a silence adapter. An internal inspection of the controller showed that the internal serial port connector (p7) was disconnected and not making a good connection to the controller power board. After reconnecting the serial port connector, the controller was able to communicate with the monitor and the controller recognizes the silence adapter when both power sources are disconnected. The most likely root cause of the reported event can be attributed to improper assembly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.